Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Logfile review showed it was not a sudden termination or loss of the vacuum two. It's a docking problem in which there is no real "form closure" between the cone and the ring. No technical root cause was identified as the product was found to be within specifications. Logfile review showed it's a user handling docking issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported vacuum two was lost 89 percent of the way through a cut with the femtosecond laser. A vacuum two message appeared that it was too low. The femtosecond laser portion of the procedure was aborted. The surgery was completed using another company's femtosecond laser and an excimer laser. No patient impact was reported.